Manufacturer narrative:
(B)(4). Batch #: unknown. Per photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows the label of packaging information such as ecs29a product code number, v95p7u lot number and 2026-08-31 expiration date. The second photo shows the device on a blister with no apparent damage and along with the shipping box. The safety of the device can be see in disengaged position and appears to be a piece of tissue in the anvil area. Based on the two photos reviewed the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the surgery (rectum procedure), after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.